Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 280 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that out of range issues occurred between the transmitter and pump for an unspecified amount of time, with no continuous glucose monitor (cgm) sensor readings. Reportedly, customer continued using pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.